Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to customer's blood glucose level. Caller reported they reset the pump twice, reloaded the cartridge, resumed insulin and resolved the issue.